Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The patient reported that their trial lead came off the nerve on (B)(6) 2016. They were implant with the permanent device to resolve this issue. There were no patient symptoms related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.